Event description:
A report was received that the patient was uncomfortable with the location of the ipg. The patient underwent a revision wherein the battery was relocated. No malfunction suspected. The patient was reportedly doing well postoperatively.